Event description:
Allergan lapband erosion into stomach and vagus nerve has caused severe damage and health problems. I have had a history of autoimmune (guillain barre syndrome) and should have been excluded from the device but the label did not exclude me apparently. Not enough testing has been done with what goes wrong with device erosion nor proper standard research protocol on demographics, such as history or family history of autoimmune prior to treatment. It took 4-5 years to figure out what was going wrong in my body. Few practioners even know what to look for or what language to associate with symptom set. There is a lack of science (gap in science) that is very dangerous because of this. In the meantime, taxpayers will pick up the health bill and disability bill all due to the lack of professionalism and negligence on the part of allergan. Ref# mw5067586.

Event description:
Add'l info received on 10/04/2018 for report mw5067140. First hospitalization in (B)(6) 2011. They misdiagnosed lap-band erosion. Second hospitalization, they removed allergan lap-band system (B)(6) 2012. Band eroded 100% through all stomach linings. Surgeon did not repair stomach (only removed device). Side note: I had history of autoimmune issues including guillain-barre syndrome (gbs) and bells palsy but medical staff approved the device (dr (B)(6)). There was a hole left in my stomach. It caused immeasurable quantity of scar tissue. Damage to vagal nerve and other nerves. Port had to be cut out after it broke in half during surgery. Can no longer do sit-ups, lost abdomen muscle control. Use a cane and scooter to get around today. Using a home care nurse to help with daily activities. Prior to erosion, I was on a swim team doing 150 sit-ups as a warm up to swimming a mile three times a week. I am immobile today and get deconditioned abnormally quickly due to damaged body structure or anatomy. I think the FDA needs to place a medical device ban on the lap-band system, particularly for those with autoimmune histories. The autoimmune is a labeling issue and could be accomplished quickly. Since the removal in 2012, I have seen very little in the way of feedback loops to the FDA for safety. If the current feedback loops were working as they should, then either the lap band would be off the market or the label would be modified for autoimmune histories. Dr (B)(6) released me as a pt only 30 days after removing device and had his resident remove it for him. He said my general practitioner could help me with anything else. He obviously did not want to deal with any complications as I look back now. A looming problem is that all drs I have visited know nothing about the damage I have, or the symptomatology I exhibit internally or externally. This means there is an epistemological if not ontological problem with the medical care system. I am now seated in as a pt with an allergan failed lap-band system with post-surgery complications. The surgeon should have repaired my stomach. My gp does not even ask me the correct questions because apparently there is no scientific knowledgebase to mine for what exactly happens when an allergan lap-band system erodes 100% into the stomach lining. Without a firm diagnosis, there is no treatment, and without a treatment, I am frightening for accommodations. This is unbelievable over the last six years, my health has deteriorated. I believe I need some sort of reconstructive surgery but no one is even looking at this problem currently. No one wants to touch me. The FDA made a big mistake approving this device, a device that was fundamentally different than any other previously approved device for allergan. No other device was wrapped around the vagal nerve and stomach so tightly to make it as thin as a diameter of a pencil. I am astonished the FDA and allergan pharmaceuticals of recent info I have learned. Now, tax payers are paying the bill for poor decision-making and I am continuing to suffer daily because I though this device had been properly tested and was both safe and effective. It is neither. My weight has increased yearly, a lot going to my stomach area where no muscle control exists. I want someone from the FDA to contact me. Mr (B)(6). I am left with almost no lower stomach muscle control and feeling and function like a paralyzed chest (probably from a large build up of scar tissues and dead cells). My understanding is the hole damage could have been repaired instead of left open to heal by itself (abu-abeid & szold, 2001; naim, gorecki, & wise, 2005). A mistake I made on the 3500b form indicates I am deceased. Please remove this disposition off the form. The date of death indicated on the 3500b was (B)(6) 2012. That was the date of the removal of the lap band, not death of pt. This was a mistake. This email certifies for you that I am still alive, six and a half years after the band was removed, although we are all worried about my ongoing health problems and discomfort. I am now connected to four home health care agencies who assist me in daily functioning ((B)(6)), however, this doesn't address the underlying problem, only addresses certain symptoms. I am hoping the FDA can help me. Implant date: (B)(6) 2011; explant date: (B)(6) 2012. Ref # mw5067586.